Manufacturer narrative:
Root cause analysis: 1. Our investigation confirmed that the pregnant patient was diagnosed with gestational hypertension. Due to the progressive nature of the condition and inherent fluctuations in her disease status, her blood pressure was likely to rise significantly in a short period of time. 2. Fluctuations in hormone levels during pregnancy affect vascular constriction and relaxation functions, which leads to blood pressure variability. Corrective actions: 1. Revise the instruction manual and add precautions for testing on pregnant women. 2. Conduct a customer complaint risk assessment on the above-mentioned customer complaint issues. 3. In response to the above customer complaints, in accordance with the adverse event control procedures, it is classified as a medical device malfunction and should be reported to the FDA as a emdr report. Effectiveness check: 1. The revised instruction manual can be found in the attachment. Please refer to the attachment. 2. The above-mentioned customer complaint issues have been evaluated in the customer complaint risk assessment. 3. A report has been submitted to emdr.

Event description:
On (B)(6) 2025, (B)(6) medical center contacted regarding patient arm blood pressure monitor (model spbp-04), which displayed significantly higher readings than hospital measurements. The patient was hospitalized on the same day due to elevated home bp readings, then discharged shortly after. A replacement monitor was issued, with delivery confirmed by the patient on (B)(6) 2025. The patient was later readmitted for delivery on (B)(6) 2025 and discharged on (B)(6) 2025. She has not yet used the replacement device or returned the original unit due to post-delivery recovery and care for her newborn. Follow-up is scheduled to occur in 1-2 weeks.